Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color after backflow stopped. Manual compression was then used, and the procedure was completed. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, the indicator wire cowling locked against the handle assembly, and an audible click was heard. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, and no black was seen in the indicator window. The physician did not have their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. When the device was removed from the patient, the indicator wire loop was deployed with no anomalies noted. The device was not attempted to be deployed outside the patient. The patient status after the procedure was reported as good. The procedure followed percutaneous coronary intervention (pci) via a same-side retrograde approach. The operator was trained, and the exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer (csi) was used. Femoral artery suitability, including the 30¿45-degree insertion angle, was verified on angiography, the vessel diameter was confirmed to be at least 5 mm, and the puncture site showed no visible calcium or plaque, no nearby stent, and no stenosis greater than 50%. The target femoral site had not been previously closed with a closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color after backflow stopped. Manual compression was then used, and the procedure was completed. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, the indicator wire cowling locked against the handle assembly, and an audible click was heard. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, and no black was seen in the indicator window. The physician did not have their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. When the device was removed from the patient, the indicator wire loop was deployed with no anomalies noted. The device was not attempted to be deployed outside the patient. The patient status after the procedure was reported as good. The procedure followed percutaneous coronary intervention (pci) via a same-side retrograde approach. The operator was trained, and the exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer (csi) was used. Femoral artery suitability, including the 30¿45-degree insertion angle, was verified on angiography, the vessel diameter was confirmed to be at least 5 mm, and the puncture site showed no visible calcium or plaque, no nearby stent, and no stenosis greater than 50%. The target femoral site had not been previously closed with a closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18428206 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.